Manufacturer narrative:
(B)(6).

Event description:
The customer reported that smoke was generated from black power supply cord on the back and there was a burnt smell. There was no patient involvement.

Manufacturer narrative:
During further investigation (fi), a visual inspection of the cpu board revealed evidence of c165 burnt damage. A visual inspection of the power management (pm) pcba revealed no evidence of damage or contamination. A visual inspection of the v60 power supply revealed no evidence of damage or contamination. The cpu pcba, pm pcba and power supply were installed in an fi test ventilator. An unsuccessful attempt was made to power up the test ventilator from ac and deliver breaths. The ac led indicator turned on but was blinking and the primary audio alarm activated. During debugging, c165 (capacitor) was found shorted on the cpu pcba and q14 (power mosfet) leads gate, drain and source was found shorted on the pm pcba. C165 was replaced on the cpu pcba and q14 was replaced on the pm pcba. The cpu pcba, pm pcba and power supply were re-installed in the fi test ventilator. The ventilator was successfully powered up in normal ventilation mode and delivered breaths and the ac led indicator activated. The ventilator was operated for 2 hours during which time post was executed five (5) times without generating any failures. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The shorted c165 on the cpu pcba and the shorted q14 on the power management pcba prevented the ventilator from powering on. The c165 (capacitor) produced the burning odor/smell.